Event description:
The complainant reported that when switching on the automated impella controller (aic) during a control an alarm appears on the screen asking for auto check before using. No patient harm has been reported.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the console (aic) self check error has been completed. Data logs were reviewed which show an inability for the motor to communicate on boot up which led to the system self check error. The console was returned for investigation and the failure mode was reproduced. Checking the system's fw, the motor was found to be n/a confirming the logs from the field. The firmware was flashed on but the malfunction remained. The impellatronic board was replaced with a known-good and then the console was able to perform as expected. The aic was unable to boot up due to the defective impellatronic board.